Event description:
It was reported that during a fistuloplasty treatment procedure a balloon rupture occurred. The target lesion being treated was located in the brachiocephalic fistula. A 6.0 x 40 x 80 sterling balloon catheter was advanced to the lesion and inflated to 18 atmospheres when it ruptured. The device was removed from the patient and it was noted that the balloon had ruptured longitudinally. The distal part of the balloon had detached and was located on the end of the v-18 guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).